Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the buttons were not working. The customer's blood glucose was 119 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).